Event description:
Tonight my medtronic 670g insulin pump failed to give me correct insulin amounts resulting in spiking blood sugar in spite of changing infusion site on my body, adjusting intensity of my various basal rates, setting over all basal rates at 160% of the normal, modifying carb to insulin ratio. I called medtronic and it was determined (by completing a self test with the rep) that a consistent code (#63) showed that the pump was malfunctioning and needed to be replaced. A new pump is being shipped overnight and should arrive within 12 hrs. This is my 3rd 670g since 2017, unheard of during my 13 yrs on previous models. I belong to a 670g group on (B)(6) and am astounded to read of the many issues including cracked pumps to broken reservoir rings to name a few. Almost 40% of first-time users of the minimed 670g hybrid closed-loop insulin delivery system (medtronic) stopped using the device within 9 months, mostly because of technical difficulties, according to research. Co-lead investigator (B)(6), md, of (B)(6) children's hosp, said that although this technology is "theoretically brilliant," it needs to be "more user-friendly". From may 2017 to august 2018, (B)(6)'s clinic had 93 pts - aged 5-25 years - who decided to start treatment with the minimed 670g. Reasons for stopping use included frequent alarms, forced exits from automode, so users have to switch back to manual mode, calibration requirements, premature sensor failure, skin adhesion problems, and sensor supply problems. Overall, the majority of pts withdrew because "they were kicked out of automode," (B)(6) said. He said that in order to improve compliance with these devices, mfrs need to "decrease the frequency of alarms, and decrease the frequency of forced exit from automode." (B)(6) noted there is a new sensor available with the minimed 670g that uses less forced exits from automode, adding "this was the first generation of the system. It will improve with time." The research was presented at endo 2019: the endocrine society annual meeting in (B)(6). So, tonight, as in 2018, I will attempt to sleep as I monitor my blood sugars and use the back up plan of novolog injection every 3 to 4 hours. Frightening and dangerous. The new 780g should not be rushed into production. Medtronic is playing with fire. Sincerely, (B)(6). FDA safety report ID# (B)(4).